Event description:
Patient presented to the physician with right-side chest pain. Imaging was performed and the sensing lead appeared to be protruding into the pleural cavity. Physician administered steroids for the pain.